Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed software error detected. Customer was assisted with pump error alarm troubleshooting. Customer's blood glucose was unknown at the time of the incident. Customer stated that the pump error did not occur during rewind/load reservoir/fill tubing process. Customer was able to perform manual bolus and it was recorded in the history. Customer stated that alarm only occurs with thirty day history is checked and the screen goes black and lights up white. Customer stated that the pump error was the second occurrence in one day. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump error alarm found in the pump history due to software error. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.